Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had normal blood glucose levels of 106 mg/dl. The customer reported that some of the buttons of the insulin pump were stuck. The customer also reported a weak battery alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within specification. No weak battery alarms noted. The device had intermittent buttons due to corroded keypad traces. No button error alarms noted. It also had cracked case at reservoir tube window corners and reservoir tube lip.